Event description:
Pt started on a morphine drip at 2:50 p.m. Concentration of drip = 1mg/1cc in 100cc IV fluid. Rate = 1cc/hr. Pump running correctly at time of set up. At 1:45 a.m. Night shift found the bag empty. Pump had correct rate of 1 and a credit on pump of 90cc (meaning 90cc should have been remaining in the bag). Pt assessed at time of discovery. Respiratory rate 16.